Manufacturer narrative:
Tracking#.56856. D5; h2,3,4,6; g4: added addition info. Proximate access 55 articulating linear stapler: based upon the inquiry info received, the visual examination & the functional test, no conclusion could be reached as to what may have caused the reported incident during surgery. It could not be ascertained as to why, during surgery, staples were not fired nor discovered upon examination after the firing sequence. The instrument was received for analysis with no stapled present. Upon loading & firing the instrument, the instrument performed as designed. It should be noted that stringent inspection & control points exist in the mfg line along with a laser inspection system that detects missing staples & empty instruments. The staple loading process was reviewed & demonstrated a very high degree of reliability.

Event description:
It was reported an ax55b was used during a low resection of rectum. It was reported by the affiliate the instrument contained no staples, so the rectum was not sutured with risk of infection. The pt required a transitory colostomy.